Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported as being contracted in a nursing home environment, but this was not medically verified, and therefore the cause of the peritonitis is unknown. Initially, on unreported date(s), the patient was treated with vancomycin 2 grams intraperitoneally (frequency and duration not reported) and ceftazidime 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. On an unreported date after the peritoneal effluent culture result was returned, treatment with intraperitoneal vancomycin and ceftazidime was changed to vancomycin 2 grams intraperitoneally for twenty-one days (frequency not reported) for the peritonitis event. At the time of this report, treatment with the intraperitoneal vancomycin was ongoing. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.